Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, about halfway through taking the branches, the hemapro would notshut off. The jaws stayed activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 25147453, 25146715 and 25146160; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot numbers. H3 other text : device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, about halfway through taking the branches, the hemapro would not shut off. The jaws stayed activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.